Event description:
It was reported, the powered laser surgical instrument fiber snapped inside the scope. The issue occurred during a therapeutic dusting of kidney stones procedure. There was no delay and the procedure was completed with a similar device. There were no reports of patient harm or injury.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field d8, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than a year (9months) since the subject device was manufactured. Since the subject device was not returned to legal manufacture, the reported event cannot be confirmed neither the condition of the device. Based on the results of the investigation, it is not possible to establish the root cause. The event can be detected and prevented by following the instructions for use which state: soltive¿ superpulsed laser fiber single-use: device preparation section on page 3, includes "if any damage is observed such as breaks, kinks or damaged components, do not use the fiber". Device handling section on page 3, states "do not bend or coil the soltive laser fibers beyond the recommended minimum bend radius (table 2); doing so may result in light leakage or fiber breakage that could cause personal injury if the laser is fired (refer to the laser system manual)." Intraoperative instructions section on page 4, states "be careful to not use too much force, as this can damage the fiber or laser system connector". Additionally, the laser safety considerations section on page 1, warns: "damaged or improper use of the laser fiber in an incorrect manner may lead to: ¿ severe eye or tissue injury ¿ fire in the treatment area ¿ unintended exposure to the patient or medical staff to laser radiation" and "failure of the structural integrity of the device or the failure of the device may lead to treatment room personnel or patient injury, and/or fire in the treatment room." Olympus will continue to monitor field performance for this device.